Manufacturer narrative:
Socket on mainboard loose (must be strengthened) defective, replaced. Housing broken in several places, defective, replaced. File clip (broken), defective. Delivered without power pack. Function test and test measurements without error.

Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements; no injury resulted.